Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was discovered that the data loss was clarified as "historical data deleted" and is no longer a reportable event. Please disregard initial report submitted.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the device did not shut down, but the values disappeared. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.